Manufacturer narrative:
Additional information: (expiration date, lot#).if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the reload was installed normally and closed jaws was inserted into the chest through the puncturing device, but the jaws could not be opened after inserting into the chest cavity, and the rest of button did not work. It was also reported that the nurse was able to unload the staple and then reloaded, but the jaws still could not be opened. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the loading unit noted that the staple cartridge was fully fired and engaged in interlock. The jaws of the loading unit were clamped and the knife bar assembly was advanced to the extreme distal end. Functionally, the jaws were manually opened and loaded into a pmv instrument. The jaws clamped and unclamped repeatedly without difficulty. The interlock was overridden and cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument fir ing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit (sulu) engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the reload was installed normally and closed jaws was inserted into the chest through the puncturing device, but the jaws could not be opened after inserting into the chest cavity, and the rest of button did not work. It was also reported that the nurse was able to unload the staple and then reloaded, but the jaws still could not be opened.